Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The device was returned to the lab due to low telemetered battery voltage. The device analysis results were the result of a cold temperature. The device is now functioning according to product specifications. The battery telemetered value measured 2.99 volts. The battery measured a telemetered value of 2.99 volts loaded. The device was tested at body temperature for 5 days, programmed nominal and 200 ohm loads across the output. Interrogation using a medtronic 2090 programmer revealed the device battery was 3.02 volts. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Event description:
It was reported that at the implant attempt the device interrogation measured battery voltage close to eri and therefore that device was not implanted and another device was implanted. No patient complications have been reported as a result of this event.